Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt dropped the controller about 3 weeks ago and the controller had not been working right since the pt dropped the controller. Pt said the controller would "not turn on" sometimes and the pt would have to reset the controller to get the controller to turn on. Then, the pt would attempt to turn on/off their therapy, but the therapy would sometimes not turn on/off when pt pressed the stimulation on/off button. Pt said they had to reset the controller to get their therapy to turn on/off and reset would only sometimes work. Then, today, the pt said the controller would display recharging "excellent," but as soon as the controller went dark, the controller would display "recharging needs attention" and the implanted neurostimulator(ins) would stop charging. Pt said they could not get their ins charged because of the controller issues. An email was sent to the repair department to replace the controller. Pt said they run their therapy continuously and charge their ins every day. Additional information was received. It was reported that she received her controller replacement and it worked fine for 3 days but today (2022-05-09) - she charged her ins and plugged the controller into ac power - she checked it later and noticed the screen was "lit up" and the time said 5:33am but the time was 8:45am. The pt took the battery out and left it out for while - she put the battery back in and the time read 10:42 and the screen still says that time. Stayed lit. The controller will not connect to the ins - it will not move on to the next screen from the lock screen. The pt removed the li battery and plugged the controller into ac power and the controller did not respond but it did power up with aa batteries and pt can turn her ins off. An email was sent to repair for the ac power cord and the controller. Additional information was received from the patient. The reason for call was the pt reported receiving a replacement controller but is still having issues with recharging ins. Pt stated the screen displayed rm04 for the first time today and confirmed recharging antenna does get hot when recharging ins. Pt commented they use the ins pretty much 24/7 all the time and now the battery is run down. Pss has pt reset controller to bypass error message so they could try to get ins recharged until replacement arrives. Pt said the battery pack was really hard to remove and before the battery pack would just slip right out (pss believes pt is referring to other controller before replacement). Pt was able to successfully connect rtm with recharge excellent. Additional information was received from pt. It was reported that when they try to turn the controller on and unlock it, they sometimes see ¿no device found¿. Pt said they would reset controller and then proceed to unlock controller. When asked event date, pt said from the beginning when they got it replaced in may. Pt used controller during the call and was able to unlock controller and connect right away without seeing the ¿no device found¿ error.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger had no anomalies, complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# nld023042n implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3. Analysis was performed on [serial/lot #: (B)(6) the complaint was unverified. H3. Analysis was performed on [serial/lot #: (B)(6) the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.